Event description:
It was reported that the air dermatome is skipping while taking a graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A follow up medwatch will be submitted, when the evaluation is completed.